Event description:
It was reported that a sentrant sheath was used as a conduit during a procedure to implant a transcatheter bioprosthetic aortic valve. Access was gained through the right femoral artery. After deploying the inflow aspect of the bioprosthetic aortic valve, the physician determined that the position of the valve was too high and decided remove the system. When attempting to remove the system, the capsule was not closed and the inflow aspect of the valve remained partially deployed. The physician attempted to compress the bioprosthesis into the sentrant sheath. There was some difficulty, and the bioprosthesis was inadvertently deployed within the abdominal aorta just below the renal arteries. There was no damage or kinking of the sentrant as a result of this event. The physician commented that this removal technique works well with another manufacturer¿s introducer sheath, but sentrant seems to be too flexible and does not provide the stiffness necessary to compress the bioprosthesis. The device was left in the abdominal aorta and the patient was discharged from the hospital. No additional clinical sequelae were reported, and the patient is fine.

Event description:
After further investigation it was determined that the technique used by the physician is not an approved use of the sentrant sheath.

Manufacturer narrative:
Off-label use (attempting to recapture a partially deployed device within the sheath).

Manufacturer narrative:
(B)(4). Evaluation, results: (insufficient information; cause is unknown); evaluation, conclusions: (insufficient information; cause is unknown).